Event description:
The customer reported that the system displayed a communication error and will not fluoro. No patient injury was reported.

Manufacturer narrative:
The ge service rep ordered a system interface pcb for replacement. He removed and replaced the system interface pcb and interconnect cable. The rep flashed the nodes and allowed the system to rebuild. He down loaded russ files to system and re-booted. The rep re-booted a number of times to verify proper system operation. The system performs as intended.